Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 99% stenosed, 40mmx2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained a bend between 45 and 90 degrees. Pre-dilation was performed with a 2.5x20 non-bsc balloon catheter, leaving 47% residual stenosis in the lesion. A 2.50 x 48mm synergy ii drug-eluting stent was selected and advanced but could not cross the lesion. The device was slowly and smoothly removed from the patient's body and it was noted that the catheter was broken more than 15cm from the hub. The procedure was completed with another of the same device. There were no patient complications reported.